Manufacturer narrative:
Data analysis: pump was run for 18 days before the user received an impella stopped alarm. The alarm never resolved for the next 7 hours until the pump was removed from the console. The lt logs confirm the motor current spiked before dropping to 0ma after the alarm triggered and motor speed and pump flow dropped to 0 as well. Device analysis: the console was tested upon arrival, but the console performed as expected and had no problems operating at the p-level from the case (4) as well as 1 and 9. Root cause: there was no issue found with the console that would have caused the pump stop. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-11923. F6/f8-should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male patient of unknown ethnicity with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the automated impella controller (aic) experienced a controller failure during patient support. The aic was requested for return for service evaluation. There was no patient harm.